Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with two proglide devices after a percutaneous transluminal angioplasty interventional procedure using a 8f sheath. Reportedly, the suture was not present when the plunger was pulled back with both proglide devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.